Event description:
Customer reported noticing a big difference between the sensor glucose values versus the blood glucose readings. Customer's blood glucose reading was 9 mmol/l while the sensor read 3 mmol/l. It was noted that the difference between the two numbers was nearly 57 percent. Customer stated that the sensor glucose graph was not trending in the same direction as the blood glucose readings. It was also noted that the sensor was bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.